Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/16/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 12.78mm syringe. Customer states that the hub-needle/shield assembly was separated from the barrel. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.